Manufacturer narrative:
Unit was received with normal operating currents. Also passed self test, error test, rewind test, basic occlusion test and displacement test. Unit was unable to prime during prime test due to faulty force system sensor. Unable to test for excessive no delivery alarms due to prime anomaly. No motor error alarm noted. Motor was tested outside of the device and passed. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corners and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was unknown at the time of incident. Pump self test and displacement test passed but troubleshooting found that the pump had multiple alarms in the pump history. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.